Manufacturer narrative:
(B)(4) - floaters, vitreous. (B)(4).

Manufacturer narrative:
(B)(4) - (light flashes). Eval: method: lens work order search. Results: a lens work order search was performed an no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Evaluation method: medical review. Results: medical review - vitreous floaters are deposits within the eye's vitreous humor, which is normally transparent. They may be of embryonic origin or acquired due to degenerative changes of the vitreous humor or retina. Floaters are visible because of the shadows they cast on the retina or refraction of the light that passes through them. This is noted when the floaters migrate into the patient's field of vision. They may appear as spots, threads, or fragments of cobwebs, which float slowly before the patient's eyes. The shapes are shadows projected onto the retina by tiny structures of protein or other cell debris discarded over the years and trapped in the vitreous humor. Elderly people note this phenomenon more often but it is not uncommon in younger individuals. This event is a normal phenomenon for myopic individuals and is not considered a complaint. (B)(4).

Manufacturer narrative:
Evaluation: method: medical review. Results: medical review - any highly myopic patient has an increased risk of experiencing vitreous detachment during any intraocular procedure. This adverse event is most likely secondary to the increased risk of detachments in patient's that are highly myopic rather than the icl itself. (B)(4).

Event description:
The pt reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in her left eye (os) on (B)(6) 2010. The pt reported having a vitreous detachment, preceded by light flashes and light sensitivity. The icl remains implanted. Additional info has been requested, but none has been forthcoming. If additional info becomes available, a supplemental medwatch will be submitted.

Event description:
Additional information received. The facility reported the patient had vitreous floaters which were resolved, but were unable to confirm the vitreous detachment. The patient's post-op va was 20/25.